Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard administration set with needleless y-site(s) and stopcock had leakage. The following information was provided by the initial reporter: (B)(6) 2025 - found IV tubing leaking during the surgery. Additional information received from the customer: is the lot number known? No were there any adverse events associated with this incident? Potential patient safety and increased risk of infection.

Manufacturer narrative:
One photo of product mx4452 was submitted for quality evaluation. Inspection of the photo shows that the there is leakage between the two stopcocks in the construction. The customer complaint of leakage was confirmed. Investigation may be sent to manufacturing. Investigation may be sent to manufacturing. After investigation, the possible root cause of the leak between the tubing and the stopcock could be related to applying solvent to the wrong location on the component due to unclear instructions and a shorter joint resting time by the assembler. A quality alert was created to communicate and reinforce the correct solvent application. Additionally, the work instruction was modified to add an extra container to the operation, to ensure the joint rest time and to correct the assembly instructions to ensure that the solvent is correctly placed in the component. A device history record review could not be performed because the lot number is unknown.